Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. The patient visited the emergency room due to the peritonitis, however, it was not reported if the patient was admitted to the hospital for the event. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.